Event description:
It was reported that the device could have been damaged while testing the lead with a manual shock. The device could not deliver subsequent shocks. It was also reported that the hv and pacing impedance of the rv lead were low and out of range. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported output anomaly and low hv lead impedance were confirmed in the laboratory. An arc mark was observed on the ICD can. Further evaluation of the arc mark indicated the presence of lead material. The damage found is consistent with that caused by arcing between the hv conductor and the ICD can. The arcing damaged the high voltage output circuitry on the device, which also caused low hv lead impedance measurements that were observed in the field.